Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 0, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Cts provided instructions on resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurred, and they acknowledged and understood the instructions.